Manufacturer narrative:
(B)(4).

Event description:
It was reported "on (B)(6) 2024, before the insertion, the doctor found the catheter block prior to the patient. They changed to a new one."

Manufacturer narrative:
Qn#(B)(4). The customer returned one, single-lumen cvc catheter for analysis. Signs of use were observed on and within the catheter. Visual inspection did not reveal any defects or anomalies on the returned catheter. The catheter body length from the juncture hub to the distal tip measured 208 mm , which is within the specification limits of 201.5-210.5 mm per catheter product drawing. The outer diameter of the catheter body measured 1.68 mm, which is within the specification limits of 1.65-1.75 mm per catheter extrusion product drawing. The catheter was functionally tested per the instructions-for-use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." A lab inventory syringe was used to flush the extension line and no blockages nor leaks were observed. The catheter flushed as intended. A manual tug test confirmed the luer hub was securely attached to the extension line. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of a blocked catheter was not confirmed through complaint investigation of the returned sample. The catheter met all relevant dimensional and functional requirements. Functional inspection revealed the catheter flushed as intended with no blockages detected. Based on the customer report and the sample received, no problem was found. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported "on (B)(6) 2024, before the insertion, the doctor found the catheter block prior to the patient. They changed to a new one.".